Manufacturer narrative:
Additional information received stated there was no patient involvement. Section a updated.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no external damage. A 'time of day clock post error' was found in the event history log. The device was powered up and functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that the mainboard not working as intended was the root cause. The mainboard was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported 'time of day clock post'. There was unknown patient involvement.